Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was performed for the catheter. It can be confirmed that the helix was broken. During physical investigation the helix was broken at 20 cm distance from the tip of the catheter. The tube was kinked at 20 cm from the tip of the catheter. It was not possible to specify the root cause further using the information provided by the user. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 09/2026), the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure through contralateral left common femoral access to treat the proximal right sfa, the catheter allegedly came apart. It was further reported that the broken part was allegedly retrieved using a snare device. It was further reported that a balloon and a stent was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during a contralateral intervention to treat an occlusion in the proximal right superficial femoral artery (sfa), accessed via the left common femoral artery, a rotarex catheter malfunctioned when the helix fractured and separated within the patient. Reportedly, the catheter broke during advancement and appeared to come apart in the right common femoral artery. A snare was used to retrieve the severed helix, requiring an additional puncture in the right distal sfa to insert a balloon and prevent distal migration. No vessel cutdown was necessary. The procedure was completed by balloon angioplasty and stent placement. There were no reported clinical signs or consequences to the patient.

Manufacturer narrative:
H11: a voluntary recall has been initiated for the rotarex atherectomy system. The atherectomy catheter eifu was updated to clarify and emphasize procedural steps intended to reduce the likelihood of catheter breakage events. Catheter has an outer cylinder connected to a rotating helix, which could fracture and/or break, which would require retrieval, and helix facture/break could cause vessel injury and lead to severe bleeding. As part of an internal investigation, this event was reviewed in collaboration with our medical affairs team. Based on the findings, it has been determined that the event meets the criteria for a serious injury as defined under 21 cfr 803.3. Accordingly, we are submitting this report to reflect the upgraded classification. Please refer to section b5 of this report for a detailed event description and rationale for the reclassification. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was conducted on the returned catheter. The evaluation confirmed a helix fracture located 20 cm from the distal tip, coinciding with a kink in the catheter tube at the same location. Based on the findings, the investigation confirms the reported helix break. However, due to limited information provided by the user, a definitive root cause could not be determined. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3 b1, b2, b5, d4 (unique identifier (UDI) #), h1, h6 (patient). D2b (dqx; mcw). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2026) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the proximal right superficial artery via left common femoral artery, the helix of the catheter allegedly came apart within the patient. It was further reported that the broken part was allegedly retrieved using a snare device. There was no reported patient injury.